Event description:
It was reported that a spectrum infusion pump failed the volume test several times (18. 433). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem was reproduced as the device under delivered. A review of the event history log (ehl) revealed occurrences of no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty pressure plate travel assembly. The pressure plate travel assembly requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.